Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a broken screen. The reported condition was verified. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced. The liquid crystal display (lcd) screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.